Event description:
Same case as MFR:2134265-2014-04413. It was reported that during an ablation treatment procedure, insufficient roll off occurred. The patient was undergoing radiofrequency ablation (rfa) on a secondary malign tumor (metastasis) at the intrahepatic biliary duct utilizing a bsc electrode and a rf3000 radiofrequency generator. They tried for over an hour and no roll off were achieved, the impedance was going up and down during the procedure and the patient experienced a fever and sweating, so the procedure was stopped. When the ground pads where taken away there was redness noted in a 5x5 area of the right thigh, 1x2 cm of blistering under the right ground pad and a ¿smaller¿ blister on the left one on the right leg. The pads were noted to be properly aligned; however, the patient was very thin and had almost no muscle structure. No additional treatment was administered for the burns. The procedure was not completed due to this event. No further patient complications were reported and the patient¿s status is well.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).